Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: foreign - event occurred in united kingdom. G2: literature - geng, z.; asamu, a.-s.; aldridge, w.; ng, a.b.y. Functional and safety outcomes of third-generation zimmer biomet g7® dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. J. Clin. Med. 2025, 14, 8350. Https://doi.org/ 10.3390/jcm14238350. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient developed acute anemia requiring blood transfusion. Attempts have been made and no further information has been provided.